Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The helix was in a retracted position, with dried blood noted in the helix mechanism. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that this right ventricular (rv) lead was implanted as a replacement for a dislodged lead on (B)(6) 2019. Within days after the procedure, the patient was shoveling snow, and device data showed an abrupt change in the pacing impedance measurements. The lead safety switch (lss) occurred, changing the pacing configuration to unipolar. The patient experienced a syncopal event and presented to the hospital. Pacing thresholds were around 4.0v@1.0ms. The physician had x-rays taken and it appeared there was a microdislodgement of the lead. During the revision procedure, fluoroscopy showed the helix of the lead was not fully extended. The helix was retracted and the lead repositioned, but then the helix would not extend even after 30 turns. After five more turns the helix still had not extended. When the lead was removed from the patient's body, the helix functioned as expected. A non-boston scientific lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this right ventricular (rv) lead was implanted as a replacement for a dislodged lead on (B)(6) 2019. Within days after the procedure, the patient was shoveling snow, and device data showed an abrupt change in the pacing impedance measurements. The lead safety switch (lss) occurred, changing the pacing configuration to unipolar. The patient experienced a syncopal event and presented to the hospital. Pacing thresholds were around 4.0v@1.0ms. The physician had x-rays taken and it appeared there was a microdislodgement of the lead. During the revision procedure, fluoroscopy showed the helix of the lead was not fully extended. The helix was retracted and the lead repositioned, but then the helix would not extend even after 30 turns. After five more turns, the helix still had not extended. When the lead was removed from the patient's body, the helix functioned as expected. A non-boston scientific lead was implanted to complete the procedure. No additional adverse patient effects were reported.